Event description:
It was reported that the catheter was placed in during surgery and when the pt was taken to the intensive care unit, the waveform was not accurate. Follow up with customer and it was further indicated that a saline push was being performed and instead of getting a bel curve the clinician received an artifact measurement using a phillips monitor. No pt complications were reported.

Manufacturer narrative:
Device not returned.